Event description:
The original surgery took place on (B) (6) 2009. It has not been right from the start. The pt's daughter is a physician and is wondering if it was surgeon error. The daughter stated that she doesn't think it was product. The pt switched doctors as the original one kept telling them that everything was ok and the new one thought he had seen something on an x-ray. The daughter was wondering if it was not cemented in properly.

Manufacturer narrative:
This report will be amended when our investigation is complete.